Event description:
It was reported that pump declared cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, removed cartridge, confirmed cartridge o-ring was intact, found and removed extra o-ring on pneumatic tap, cleaned pneumatic tap area, reattached cartridge ensuring it was fully snapped into place, followed on-screen instructions, successfully completed load process, and resumed insulin delivery.